Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
A relative via e-mail stated that an oral-b toothbrush head fell apart in their dads (male) mouth. No injury was reported.

Manufacturer narrative:
21-feb-2022: product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
A relative via e-mail stated that an oral-b toothbrush head fell apart in their dads (male) mouth. No injury was reported.